Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; if explanted; give date: unknown/not provided. (B)(6). (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no similar complaint folder has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a surgery, the rear haptic of a preloaded intraocular lens got stuck in the cartridge, lens did not come out however not even with strong pressure. However lens got in touch with the patient's eye. No injury reported. All the available information were submitted.

Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 7/21/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: sample was received at site in july 21, 2020. The device was evaluated under microscope and scarce amount of viscoelastic was observed. Also, a piece of the lens was observed stuck and override by the pushrod. The reported issue was verified but it could not be determined if the condition observed is related to manufacturing process as the reported device was handling and used in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.